Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 60 mm abdominal aortic aneurysm. It was reported that the patient presented emergently approximately twelve months later with a type ib endoleak. A stent graft limb was placed on the right side and the endoleak resolved. As per the physician, the cause of the event was due to patient anatomy. No additional clinical sequelae were reported and the patient is fine.